Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level could not be recalled; however, the customer indicated that it could go to 300-500 mg/dl, when multiple occlusions are received. The customer changed the cartridge, infusion set and insulin. Tandem technical support performed a system check with the current cartridge and infusion set and found the pump to function as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.